Manufacturer narrative:
The thermogard console (sn (B)(6) ) was evaluated by zoll service personnel at the customer site. The reported complaint of thermogard console did not recognize the air trap was confirmed during functional testing. The root cause of the air trap alarm was the defective air trap sensor board due to an overflow of fluid into the air trap chamber, likely attributed to the user mishandling. There was no history of complaints reported for a start-up kit (suk) leak by this customer. During visual inspection, evidence of a leak mark from a suk leak was observed on the board of the air trap sensor block, related to the reported complaint. No other physical damage was noted on the thermogard console. The event log review showed no significant discrepancies. The initial functional testing failed as the thermogard console could not recognize the air trap, thus confirming the reported complaint. The air trap sensor board was replaced to address the error. Following service, the thermogard console passed the final functional test and electrical safety tests without any error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for the thermogard console with serial number (B)(6). Ccr 50194, reported on (B)(6) 2020. The air trap sensor block was replaced to address the issue.

Event description:
As reported, the thermogard console (sn (B)(6) ) displayed an air trap warning alarm. The customer dried and cleaned air trap but the alarm did not clear. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.